Manufacturer narrative:
(B)(4). Investigation summary: customer states that the product they have ordered was pcn 367756 lot 0023671 and in between 1000 units received there were 2 shelf packs pcn 367950, lot 0056963. Photographs were attached showing 2 unused tubes. The product 367756, lot 0023671 was manufactured on 05/02/2020 and had already been shipped from the manufacturing site before the product pcn 367950 lot 0056963 began to be manufactured. Pcn 367950, lot 0056963 was manufactured on 08/03/2020. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a mix of product with 200 bd tube acd gh 13 x 100 6.0 plblce yel. The following information was provided by the initial reporter: we ordered and received 1000 vacutainer edta k2 tube 6ml yellow on 14.07/2020, within the box there were 2 packs of 100 of item code 367756 lemon top acd solution, approx 30 have been issued out and we are trying to recall the item from wards .